Event description:
It was reported that the patient¿s device had been implanted in (B)(6) 2013. It was noted that the patient was on her 3rd device. It was stated that the patient had a problem with the stimulator since it was implanted. It was noted that the patient had met with a manufacturer representative to reprogram the stimulator. It was noted that the patient had been told to ¿go home and play with it,¿ and was left in pain. It was stated that the patient had been in pain for the last few days. It was stated that the level of the patient¿s pain depended on what was going on. Additional information received reported the manufacturing representative stated that it sounded like the patient¿s lead was not working. The reporter stated the patient did not seem to want to the lead fixed. The reporter further stated that more reprogramming would not make a difference. It was noted the patient¿s pain devices functioned fine. It was further noted the manufacturing representative stated the pain devices were not covering ¿everything¿ the patient needed.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3093-28, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3093-28, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).